Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the proximal end of the stent that were bent back distally and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a promus premier drug eluting stent was deployed in the distal side, a 24x3.00 promus premier stent was advanced in the front side to treat the lesion. However, due to the high calcification, the stent had difficulty in crossing the lesion. Therefore, the physician decided to perform pre-dilatation again. Once the stent was removed, the physician confirmed that the shape of the stent's front part was changed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a promus premier drug eluting stent was deployed in the distal side, a 24x3.00 promus premier¿ stent was advanced in the front side to treat the lesion. However, due to the high calcification, the stent had difficulty in crossing the lesion. Therefore, the physician decided to perform pre-dilatation again. Once the stent was removed, the physician confirmed that the shape of the stent's front part was changed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.